Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead had a lead warning and caused a polarity flip. The lead impedance had 1500 low measurements and possible oversensing of myopotentials is observed in unipolar. An insulation breech is suspected. The lead remains in use at this time. No patient complications have been reported as a result of this event.